Event description:
Information received indicates that pump experiences error code 13.

Manufacturer narrative:
Pump was not returned. A follow up will be submitted if new information is received. Reference recall #: z-0294-2013.